Event description:
The event is reported as: the customer alleges that it was difficult to inflate the cuff of the endotracheal tube. The reported defect was found prior to use and during functionality testing. No report of a patient injury or delay in treatment.

Manufacturer narrative:
From the picture it was not observed that "difficult to inflate cuff prior to use." No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, preformed cuffed oral, 8.0, lot number 01e1200330 was manufactured on 05/24/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was not observed a "difficult to inflate cuff prior to use," the complaint can not be determined since the sample was not available. However, we will continue to monitor and trend relating complaints.